Manufacturer narrative:
The device was repaired in the field by a manufacturer field service technician and returned to service.

Event description:
It was reported that at the user facility the device was sparking. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress.

Event description:
It was reported that at the user facility, the device was sparking. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.